Manufacturer narrative:
The investigation determined higher than expected vitros tsh results were obtained from a single cap proficiency sample tested on three different vitros 5600 integrated systems. A definitive assignable cause for the higher than expected vitros tsh cap proficiency sample results could not be determined. Based on historical quality control results, a vitros tsh lots 5570 and 5610 performance issue is not a likely contributor to the event. There is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the events. The most likely assignable cause for the higher than expected vitros tsh results for cap sample chm-03 is the condition of the sample itself as the sample was reported by the customer to be greenish in color. Additionally, storage and handling of the sample cannot be ruled out as a contributing factor.

Event description:
The customer obtained higher than expected vitros tsh results on a proficiency sample from the college of american pathologists (cap) on three different vitros 5600 integrated systems when compared to the target mean result obtained from the cap linearity survey. Cap sample chm-03 results of 0.506, 0.537, 0.54, 0.564 and 0.499 miu/l vs. The expected result of 0.378 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tsh cap proficiency sample results were from non-patient fluids and were not reported to the proficiency provider. There was no indication that patient samples were affected, however, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. This report is number one of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).